Manufacturer narrative:
According to our records, the device remains implanted and no other adverse events have been reported. Efforts to obtain additional information were unsuccessful. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this patient stated he doesn't think that his pacemaker is working. He reported experiencing a traumatic event and has not felt well since. Technical service assistance was offered to the patient but was denied.